Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode, and the health care professional (hcp) requested a review of device reports. Technical services (ts) reviewed the device data and noted stored ventricular episodes with oversensed noisy signals; however, none correlated with the time of the syncope. No adverse patient effects were reported. This pacemaker remains in service.